Manufacturer narrative:
The report event of high impedances on all 4 contacts was confirmed. As received, the returned lead found all internal wires were broken. These fractures are consistent with an overstress condition. The cause of the event is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced a loss in stimulation following an automobile accident. Impedances were checked and came back high. As a result, surgical intervention was taken to replace the lead. Issue has been resolved.